Manufacturer narrative:
The cls remains implanted and is not available for analysis. Persistent post-surgical pain at hardware implantation sites requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported the implanted closed loop stimulator shifts when the patient is sitting, causing pain. A pocket revision was performed to resolve the reported pain. The patient was successfully returned to closed-loop programs after the procedure.